Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per the sop since the serial number for the unit was not provided. Getinge service was not requested in connection with this event. A supplemental report will be submitted if additional information is made available.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) display a battery advisory. It is unclear under which circumstances this event occurred and it is unknown whether there was patient involvement; however no patient harm or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer has advised that they had service come in and checked the iabp and the issue was loose/detached wiring. The iabp was cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) display a battery advisory. It is unclear under which circumstances this event occurred and it is unknown whether there was patient involvement; however no patient harm or adverse event was reported.